Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2018, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen. A technical support specialist remoted into the system and rebooted the cabinet, after which screen responsiveness was successfully restored. Subsequently, the user experienced an issue logging into the cabinet using fingerprint authentication. Upon review of the cabinet settings, the threshold was found to be set to 35000. The threshold was corrected to 20000. After the change, fingerprint login was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, screen was frozen. However, there were no delay or adverse events or injuries reported based on this event.